Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the black box history for the pump did not show any evidence of power issues. The battery compartment was found to be cracked but the battery cap was able to secure to the pump. A battery cap contact test confirmed that there were no contact defects to the battery cap. No power issues were observed during testing. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The daily delivery totals correctly reflected user programmed basal rates. The keypad was found to be torn over the arrow buttons but all buttons were found to be responding appropriately. The keypad was removed and no defects were found to button contacts. The pump was opened and no damage was observed to the power circuit. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
It was reported that the patient woke up with blood glucose (bg) reading of 550 mg/dl with large ketones and symptoms of hyperglycemia (nausea and emesis); his bg was 111mg/dl the night previously. A family member treated the bg elevation with insulin via syringe and the patient's bg resolved to 321mg/dl at the time of the contact. It was reported that the pump was on the verify screen when the patient woke up. The family member confirmed that the patient had not removed the battery, she removed it and inserted a new alkaline battery, she confirmed that the pump beeped but there was nothing on the display screen. She noted that the battery cap tightened securely to the battery compartment but that the compartment has been cracked for several months. The family member could not confirm or deny if the o-ring of the battery cap was visible prior to removing the old battery. She said that she replaced the alkaline battery with a new lithium battery, tightened the battery cap to resistance, and the verify screen displayed the default time and date settings. The family member reported that the infusion set was changed two days ago; she denied bent cannula, leakage at the infusion site, or issues with the infusion site. She said that there were no leaks from the cartridge and no moisture in the cartridge compartment. This complaint is being reported because the patient experienced an adverse event while he used the insulin pump.